Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced the symptoms of nausea, vomiting, legs were shaking and dehydration. The patient was taken by helicopter to the emergency department (ed). The dexcom mobile device showed 126 mgdl prior the patient being brought to the hospital. The parent did not provide any treatment or medication to the patient before being brought to the hospital. When the patient arrived in the hospital, the nurse did a fingerstick and fingerstick shows 436 mgdl while dexcom still showed 126 mgdl. The doctor ordered IV fluid and 1 tablet of zofran to treat nausea and vomiting. The patient had stayed there for 1 day and was discharged on (B)(6) 2025. Patient is doing fine already when the parent called in. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.